Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that procedure was cancelled. Vascular access was obtained via femoral artery. The 99% stenosed, 45mm x 2.75 mm, eccentric, de novo target lesion was located in the left anterior descending artery (lad). The lesion contained a >45 degree bend. After pre-dilatation, a stent was advanced and successfully implanted in the proximal segment of the lad. A 2.75x38mm promus element plus des was advanced for treatment in the distal segment of the lad; however, it failed to cross the stented segment of the vessel. While the physician tried to cross the stented segment, the stent could not cross the proximal edge of the placed stent and he noticed a kink in the shaft. The procedure was not completed and the distal segment of the lesion was left untreated. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that procedure was cancelled. Vascular access was obtained via femoral artery. The 99% stenosed, 45mm x 2.75 mm, eccentric, de novo target lesion was located in the left anterior descending artery (lad). The lesion contained a >45 degree bend. After pre-dilatation, a stent was advanced and successfully implanted in the proximal segment of the lad. A 2.75x38mm promus element plus des was advanced for treatment in the distal segment of the lad; however, it failed to cross the stented segment of the vessel. While the physician tried to cross the stented segment, the stent could not cross the proximal edge of the placed stent and he noticed a kink in the shaft. The procedure was not completed and the distal segment of the lesion was left untreated. No patient complications were reported and the patient status is stable.